Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer confirmed that the device had been offline for six days. It was originally configured for dynamic host configuration protocol (dhcp); however, after assigning the last known good internet protocol address, the device was able to send packets but not receive any. A ping test to 8.8.8.8 also failed to receive responses, adjusted the network speed settings to 1 gbps with auto-negotiation down to 100 mbps half duplex, after which the device began receiving packets and successfully communicating with the server. Confirmed the device was online in remote support specialist (rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating, was offline in remote smart service (rss), and a "not communicating" icon was displayed on the screen. The customer restarted the station and replaced the network cable; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.